Manufacturer narrative:
Device manufacturer address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was found separated from the junction. The issue was identified when the device was removed from the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed that the tubing was separated from the second y-site clearlink in the upstream part. The reported condition was verified. The cause of the condition could not be determined, however, it is possible a separation could be caused by an improper manual assembly due to the solvent application or a low assembly that, in contribution with an external force, could separate both components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.